Event description:
Reference number (B)(4). Event occurred in germany. It was reported that the patient experienced infusion set cannula was leaking at the connection which occurred on an unknown date. It was also reported that the patient was feeling well. No further information was available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the manufacturing date under h4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The information in this complaint (B)(4) has been evaluated. The batch 6005422 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 2 and wi guidance for functional testing for complaints area version 1 for the code leakage from infusion site (cannula base part/cannula) (specific cause not identified). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test leak under water according to wi version 1 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: packaging: the lot 6005422 was packing according to the wi version 16 manufactured in the line m10, on 04/feb/2024, with a total of (B)(4) units. Cannula comfort assembly: the lot 4a06355 was assembled according to wi version 14 on-line inspection for cannula comfort line on 29 jan 2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 07/mar/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6005422 and no other complaint has been registered in database for the same lot 6005422 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for returned/retention samples, no non-conformance (nc) raised during production, only one complaint received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market vigilance activities.

Event description:
To date no additional patient or event details have been received.